Manufacturer narrative:
Failure analysis on the cpu pcba found a burned and disintegrated capacitor c162 had caused a short of the 35v supply line. After replacing c162, the cpu board and the 3 other returned boards (power management board, data acquisition board, motor controller board ) were installed in an fi test ventilator. They were tested by cycling through power-up and shut down in different configurations and running the ventilator for at least one hour. All tests passed.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the a smoke smell coming from the unit. The customer reported that the unit was in use on patient, but there was no patient harm reported.